Event description:
On (B) (6) 2010 patient's mother reported the patient has had higher than normal readings since (B) (6) 2010. Mother stated that on (B) (6) 2010 the infusion tubing was not pushing insulin through it so her husband changed it. Mother reported patient's blood glucose readings on (B) (6) 2010 ranged from 337-393 mg/dl. Mother stated on (B) (6) 2010 patient felt sick, tested his ketones which were moderate, and had a blood glucose reading of 516 mg/dl; she gave him a shot and the rest of the day the readings were elevated on and off. Mother reported on (B) (6) 2010 patient's ketones were low and his blood glucose readings ranged from 66-296 mg/dl in the morning hours and was normal at 1:00 pm with a result of 121 mg/dl. Mother stated on (B) (6) 2010 patient woke up throwing up, ketones were large and he had a reading of 569 mg/dl; she gave him a shot of insulin and let him sleep for 2 hours without the infusion device being on. Mother reported his blood glucose came back down to his normal 121 mg/dl. Mother stated today the school nurse called and reported the patient had blood glucose readings ranging from 455-476 mg/dl; was given a correction bolus. Mother reported when the infusion device is primed, sometimes the insulin is not being pushed through the tubing. She stated it sits there and then eventually will start moving through the tubing. Mother reported air bubbles when she fills the insulin cartridge; is able to tap them to the top of the infusion adapter and prime them out. She stated that when she talked to the school nurse today the nurse mentioned that there were very tiny air bubbles in the cartridge. Unable to troubleshoot at this time. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.